Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain/pelvic (left side)") and ureteric perforation ("perforation (other) please describe and state the location of the perforation: ureter") in an adult female patient who had essure (batch no. 12486522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"). On an unknown date, the patient experienced ureteric perforation (seriousness criterion medically significant), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain/ side pain"), back pain ("lower back pain") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in october 2013. At the time of the report, the pelvic pain, dysmenorrhoea and urinary tract infection had resolved and the ureteric perforation, dyspareunia, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, pelvic pain, ureteric perforation and urinary tract infection to be related to essure. The reporter commented: *she appropriately sought treatment for her symptoms. The number of expanded coils that appeared trailing into the uterine cavity was 6. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - in 2012: total bilateral occlusion, things went very well quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain/pelvic (left side)") and ureteric perforation ("perforation (other) please describe and state the location of the perforation: ureter") in an adult female patient who had essure (batch no. 758629, 12486522, 822363) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"). On an unknown date, the patient experienced ureteric perforation (seriousness criterion medically significant), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain/ side pain"), back pain ("lower back pain") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea and urinary tract infection had resolved and the ureteric perforation, dyspareunia, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, pelvic pain, ureteric perforation and urinary tract infection to be related to essure. The reporter commented: *she appropriately sought treatment for her symptoms. The number of expanded coils that appeared trailing into the uterine cavity was 6. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - in 2012: total bilateral occlusion, things went very well most recent follow-up information incorporated above includes: on 6-apr-2018: pfs received: new events "infection (bladder/urinary tract/vaginal) type: urinary tract infection, perforation (other) please describe and state the location of the perforation: ureter, dyspareunia (painful sexual intercourse), pain was added and event verbatim was updated, event start date and outcome was also added, lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain/ side pain") and back pain ("lower back pain"). The patient was treated with surgery (underwent a procedure to remove the essure device). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. The reporter commented: she appropriately sought treatment for her symptoms. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.